Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed and required maintenance. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the failed half height cubie drawer - requires maintenance. The field service engineer found faults in the hh cubie bus module and drawer controller boards, as well as improperly seated row board cables and cubie trays and pockets. The field service engineer replaced the hh cubie bus module and drawer controller boards, reseated the row board cables, cubie trays, and pockets. Despite these efforts, the rows of cubie pockets were still not visible. The engineer then replaced the cubie pocket tray and pockets, but the same errors persisted. Finally, they replaced the hh cubie drawer and moved all the cubie pockets to the new drawer. The issue was resolved, and the failed pockets were recovered. The system functioned as intended after the field service engineer repaired the device. E1. Initial reporter facility name - (B)(6).